Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported by the patient's spouse that the ivc filter migrated caudally and one filter arm was extending outside the cava wall and was close to the bowel. Additional information pending.